Event description:
It was reported that the ipg had protruded and caused pain when the patient bumped where the battery was located. It was noted that the patient had an allergic reaction and the battery site had inflamed. In addition, the patient was not receiving improvement in pain with the device. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18016878.